Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are : product ID 3057, product type screening device. Information references the main component of the system. Other relevant device(s) are: product ID: 3057. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, (B)(4) (con, rep): information was received from the consumer regarding a patient with a trial external neurostimulator (ens) for urge frequency retention it was reported that patient had some blood on his back, had a burning sensation and took tylenol for the pain. Patient also reported needles in their feet and discomfort. On (B)(6) 2018 patient reported loose wires hanging from their back. No further complications were noted or anticipated